Event description:
It was reported that the cuff would not inflate during a tracheostomy tube change for a child. The reporter noted that the change was performed by a parent at the moment of checking the proper functioning of the bivona tube cuff. Despite the parent manipulating the end of the tube, where the cuff was located, the cuff did not inflate. The reporter took over and attempted several times, after kneading the tube and increasing the inflation volume, but there was nothing to report (ras). It became necessary to use another tube, with which the parent encountered the same difficulty. The reporter persisted for a good five minutes, and eventually, the cuff did inflate. Before inserting the tube, it was necessary to knead the cuff to ensure it was evenly shaped. There was a patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.